Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime/fill. Customer's blood glucose was 8mmol/l. The customer stated that the insulin is squirting out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advice that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.